Event description:
As reported by the edwards clinical specialist, during the transapical transcatheter aortic valve replacement (tavr) procedure, immediately after valve deployment the patient's blood pressure did not recover and remained around 40mmhg. Anesthesia administered pressors and a post deployment tee revealed moderate 2+ pvl. Post dilation was performed and the pv leak was reduced to mild, but the bp was still low. The team massaged the heart and an iabp was inserted, but this created torrential ai so the iabp was turned off. Fortunately, the anesthesia drugs started taking effect and the patient's bp was noted to have increased to 200 systolic. Drugs were administered to lower the bp. After the bp lowered, the decision was made to remove the sheath from the apex. Pacing was commenced during sheath removal. Shortly after sheath removal the pressure spiked again to >200 systolic, and the apical purse string sutures began to leak and tear through the apical tissue. Significant blood loss occurred, and the decision was made to place the patient on fem-fem bypass. While the team was placing the patient on bypass the electrical rhythm flat lined, and the team massaged the heart. The patient was successfully placed on bypass, and the bp was brought to a normal level and the heart was decompressed. The apical closure was repaired with pledgets and sutures. A final assessment was made of the sapien valve via tee and the pv leak was trace or mild. The thoracotomy was closed, and the patient was noted to have left the or in stable condition.

Manufacturer narrative:
The introducer sheath set was not returned to edwards for evaluation. In addition, a device history record (DHR) review was not required/performed as there was no allegation of product malfunction. Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. The majority of apical bleeding complications/ventricle ruptures are related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In addition, according to the available literature, there is a higher incidence of apical bleeding from female patients and patients aged over 80 years. Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, the cause of the ventricle rupture cannot be confirmed. It is possible that a combination of patient factors and procedural factors including blood pressure spikes from anesthesia medications contributed to the apical tear. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.